Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for ablation. Once a farawave catheter was inserted and attempt was made to aspirate the sheath, a mild leak and air was noted at the flush port. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis as it was discarded by the facility.